Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the remote manager failed consistently, preventing nurses from accessing medications. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had repeatedly failed. A field service engineer (fse) discovered that the hinges on the refrigerator door were loose and a piece at the bottom of the door was dragging when it closed. This piece was intended to lock the door on the refrigerator. The fse removed the piece to resolve the issue. The system functioned as intended after the field service engineer repaired the device.